Event description:
Patient reported "rupture of the prosthesis", "intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided, further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.